Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing couldn't be performed due to the nature of the problem. It was determined that the root cause was due to the faulty downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a high-pressure alarm when the device was turned on. There was unknown patient involvement. The device evaluation reaved a faulty downstream occlusion sensor.